Event description:
My physician has an inbody bpbio 750 blood pressure kiosk instrument. The manufacturer supplies a backless stool and does not provide any label limitations regarding small adults. It is impossible to follow the american heart association's guidelines for getting an accurate bp reading with this instrument. First, the stool has no back so it is not possible to sit with your back supported which is in violation of the aha guidelines for accurate bp measurement. Second, in order for a small person to insert their arm, they must lean forward into the instrument which is also contrary to the aha guidelines for accurate bp measurements. My bp readings using this instrument are elevated/ not accurate. The manufacturer should supply a proper backed chair and include label limitations regarding small adults as well as providing the aha guidelines to ensure accurate measurements.